Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 10/18/2016 reports lead safety switch on rv lead alerted on (B)(6) and out of range impedance of >2000 ohms. The physician wa dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).